Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the left cornu is a fragment of coiled metal/embedded coiled metallic portion of wire that is consistent with an essure coil') and device breakage ('fragment of embedded metallic wire') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, pelvic pain female, tonsillitis, cholecystitis, knee pain, tonsillectomy, arthroscopy, cholecystectomy, migraine, psychogenic pain disorder, peripheral vertigo, unspecified and allergic rhinitis due to pollen. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and dysfunctional uterine bleeding ("dysfunctional bleeding"). The patient was treated with surgery (laparoscopic- assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device breakage, pelvic pain and dysfunctional uterine bleeding outcome was unknown. The reporter considered device breakage, dysfunctional uterine bleeding, embedded device and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the left cornu is a fragment of coiled metal/embedded coiled metallic portion of wire that is consistent with an essure coil') and device breakage ('fragment of embedded metallic wire') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, pelvic pain female, tonsillitis, cholecystitis, knee pain, tonsillectomy, arthroscopy, cholecystectomy, migraine, psychogenic pain disorder, peripheral vertigo, unspecified and allergic rhinitis due to pollen. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and dysfunctional uterine bleeding ("dysfunctional bleeding"). The patient was treated with surgery (laparoscopic- assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device breakage, pelvic pain and dysfunctional uterine bleeding outcome was unknown. The reporter considered device breakage, dysfunctional uterine bleeding, embedded device and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.